Event description:
It was reported "the surgery was an l1 to s1 fusion. After interbody put connectors and rod on left side. On right side, had all connectors down, tightened all but s1 connector. While adjusting the connector in coronal plane, the ball ring became disassociated. Had to remove all connectors on that side, replace broken connector and put the screws back on."